Manufacturer narrative:
A2: patient age 78 years old at time of enrollment

Event description:
It was reported that right kidney infarction occurred, requiring prolongation of index hospitalization. On (B)(6) 2025 the subject was enrolled into a clinical study and underwent the index procedure on the same day. The target lesion was located in the renal artery with a vessel diameter of less than or equal to 3 mm. Prior to the embolization with obsidio embolic, the target vessel was not embolized with any other embolic agent. The target vessel was embolized using terumo progreat catheter with 0.3 ml of obsidio embolic using aliquot technique. The target vessel was occluded within the expected area after embolization with obsidio embolic via angiography. Post treatment with obsidio embolic, no other embolic agent was used. On (B)(6) 2025, post index procedure, the subject experienced right sided abdominal pain and right flank pain. On the same day, the subject was diagnosed with right kidney infarction due to non-target embolization and unintended target organ infarction. The event led to prolongation of existing index hospitalization and the subject was medically treated with tylenol 500mg/oral/every 6 hours as needed. The event was considered as resolved and the subject was discharged from the hospital.

Manufacturer narrative:
A2: patient age 78 years old at time of enrollment.

Event description:
It was reported that right kidney infarction occurred, requiring prolongation of index hospitalization. On (B)(6) 2025 the subject was enrolled into a clinical study and underwent the index procedure on the same day. The target lesion was located in the renal artery with a vessel diameter of less than or equal to 3 mm. Prior to the embolization with obsidio embolic, the target vessel was not embolized with any other embolic agent. The target vessel was embolized using terumo progreat catheter with 0.3 ml of obsidio embolic using aliquot technique. The target vessel was occluded within the expected area after embolization with obsidio embolic via angiography. Post treatment with obsidio embolic, no other embolic agent was used. On (B)(6) 2025, post index procedure, the subject experienced right sided abdominal pain and right flank pain. On the same day, the subject was diagnosed with right kidney infarction due to non-target embolization and unintended target organ infarction. The event led to prolongation of existing index hospitalization and the subject was medically treated with tylenol 500mg/oral/every 6 hours as needed. The event was considered as resolved and the subject was discharged from the hospital. It was further reported that during the index procedure, the target lesion was located in the renal artery, and the tumor in the renal artery had multiple feeders. The feeding vessels were in the anterior inferior segmental artery (feeding vessel #1), posterior segmental artery of the right renal artery (feeding vessel #2), and additional smaller torturous capsular branch (feeding vessel #3) arising from the proximal renal artery supplying a large portion of the tumor. The feeding vessels #1 and #2 were embolized using terumo progreat catheter with 0.3 ml of obsidio embolic in each, using aliquot technique. There was no contrast reflux into the main renal artery at that time. The feeding vessel #3 (small and tortuous branch arising from the proximal main artery) was embolized using truselect catheter with 0.3 ml of obsidio embolic using aliquot technique. Due to very small and tortuous capsular branch, the microcatheter was switched to truselect. Post embolization of feeding vessel #3 with obsidio, there was cast noted in this vessel. When the catheter was pulled back and contrast injection was injected from the main renal artery, obsidio was noted in multiple branches indicating reflux and non-target embolization occurred with the majority of the renal supply occluded. It was noted that the reflux of obsidio and non-target embolization resulting in occlusion of majority of renal supply (renal parenchyma) was possibly due to very small size and tortuosity of the targeted vessel. On the same day, the subject was diagnosed with right kidney infarction, and the subject experienced right sided abdominal pain and right flank pain due to right kidney infarction. The psoas catheter was removed, and sheath was exchanged for a 6 cm x 45 cm destination sheath which was advanced into the right renal artery. Balloon angioplasty of multiple segmental arteries was performed using 2.5 mm balloon for pain control and improved. The subject was scheduled to return for planned ablation. Final angiogram revealed persistent absence of perfusion to the renal parenchyma including non-enhancement of the right lower pole rcc.